Event description:
Chemo leak found to be coming from proximal clave on port line where clave meets the line. Chemo dc'd and port line removed. Able to flush with blood return but still leaking at clave site.